Event description:
During a miradry procedure which is supposed to be non-invasive, I received thermal burns that were full thickness third degree burns that required debridement and a skin graft surgery. This was done at a doctors office, they have the machine still.